Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the hosp has had this failed device for quite some time. The rep informed them that he was leaving his territory and they then proceduced this trocar with no details. There was no consequence to the pt.